Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the valve due to hydrocephalus in (B)(6) 2013. According to the report, the physician found that the product was occluded in (B)(6) 2013. Reportedly, the doctor replaced the valve.